Event description:
Sorin group received a report that during a procedure, the tubing in the raceway split. They came off bypass with no pt injury.

Manufacturer narrative:
The serial number of the pump was not provided and therefore, the manufacture date is unknown. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The biomedical department of the hospital checked the pump and reported a faulty tubing guide of the s5 pump. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.